Event description:
The pt was implanted with a left ventricular assist device (lvad). The circulatory support reported that the pt did not experience any alarms when on batteries but when connected to the power module, the pump stopped and received a red heart alarm. The system controller was exchanged and it resolved the reported issue.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of a red heart alarm was confirmed during analysis. The eval of the returned system controller revealed a broken inner wire in the white power lead. The compromised wire represents the positive power line. Movements of the white power cable at the connector end resulted in a red heart alarm as well as interruption of pump function when connected to the power module. A review of the device history record showed no deviations from mfg or qa specs. This situation has been addressed through the MFR's corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to the customers. No further info is available. The MFR is closing this file on this event.